Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported vacuum was lost during flap creation and treatment was stopped. The patient interface was exchanged and treatment was completed with no patient harm.

Manufacturer narrative:
No additional information received. The root cause could be identified conclusively. The manufacturer internal reference number is: (B)(4).